Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated hcp wants to do a new xray of the lower back because of his pain - pt stated the stimulator does not provide pain relief since implant (B)(6) 2020 troubleshooting was unable to be performed as n/a. The patient was redirected to their healthcare provider to further address the issue. Information was received from a healthcare provider. It was reported that pt had ins removed on (B)(6) 2021 due to "painful, nonfunctioning neurostimulator unit" (per op report). Lead remains implanted. Tss reviewed that pt head only MRI eligible provided lead isn't in scan area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.